Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use on a patient. The root cause for the low battery issue is due to the batteries having been discharged, while the probable root cause for the [?]disconnection on the ventilator side' issue is leakage in the breathing circuit set. However, it is not possible to confirm this. There was no patient or user harm.

Event description:
Repeated "disconnection on ventilator side." This occurred while on patient. Facility claims repeat failures with expiratory valve assemblies and/or check valves. Tf's 444001, 446029, 485001, and 385003, but possible due to low batteries.